Manufacturer narrative:
Reliability analysis inspected one opened used enlite sensor and performed visual inspection and found sensor canula bent. Unable to confirm customer received sensor in said condition due to customer returned opened used. No broken parts were observed during analysis.

Event description:
It was reported that the customer believed that the sensor fell off while inside him. The customer stated that he pull the sensor out and received a lost sensor alert. Troubleshooting was done. The customer's blood glucose was 263 mg/dl. The customer later stated that there was no longer a cannula at the end of the sensor upon removing the sensor. The customer stated that the sensor cannula was not intact. The customer stated that she was 99% sure that the sensor cannula was no longer in the body. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.